Manufacturer narrative:
The offer of a system service check of the medrad® stellant CT injector, serial number (B)(6), was declined by the customer. The stellant disposable set that was in use during the procedure was discarded by the site and therefore not available for evaluation. The customer was unable to provide the lot number of the disposables; therefore, testing of retained samples was not possible. The offer of additional clinical applications training has been accepted by the customer and will be scheduled. The site continues to use the stellant CT injection system after the reported event with no further issues reported. In the event that additional information is obtained, a follow-up report will be submitted. This information does not constitute an admission that the device, the company, or its employees caused or contributed to a reportable event. Note: the manufacture date for this device is august 18, 2011 which was prior to the UDI implementation date of september 24, 2016 for class ii devices. As such, this equipment was not yet required to bear UDI marking and/or reported into the gudid database at the time.

Event description:
Bayer medical care was notified of an extravasation occurring during an enhanced chest CT scan while the patient was connected to a medrad® stellant CT injection system, serial number (B)(6). The customer reported that an undisclosed amount of fluid (type not specified) had extravasated in the dorsal aspect of the patient's right hand during the injection. Due to a resulting significant edema and tissue swelling, the patient underwent fasciotomy surgery in order to reduce the pressure. The patient is reported to be healing.